Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-09737. It was reported that patient experienced a dural tear during a lead revision surgery on (B)(6) 2019. In turn, the system was explanted. Spine sealant was administered, and the dural tear resolved postoperatively.